Event description:
It was reported that this pacemaker exhibited intermittent loss of capture on the right ventricular (rv) channel. All other rv measurements appear to be stable. No changes have been made and the pacemaker in service. No adverse patient effects were reported.